Manufacturer narrative:
Pr 9496526 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported possible lot number 0001484674 was performed and a non-conformance related to loose protector was identified. All procedural and functional requirements for product release have been met. Scar was issued to the supplier. Based on the available information we are not able to identify a root cause at this time as it's not clear which needle was missing its protector. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by consumer that customer has opened 3 separate otp5000 kits with product quality issues. Three instances involved: 1) uncapped needle 2) both lidocaines were broken off and empty 3) missing the yueh needle. Verbatim: rcc received a complaint via email. Email(s) attached. Customer has opened 3 seperate otp5000 kits with product quality issues. Three instances involved: 1) uncapped needle 2) both lidocaines were broken off and empty 3) missing the yueh needle. Had to throw 3 trays because of sterility concerns. Hcp had to open a new tray, 3 times. No impact to the patient. As per customer follow-up 01/23/2023 - was all three-issue reported is associated with the batch number# 0001484674? - no if not please provide lot numbers associated with specific failure. - no longer available was there a patient involvement? - no. What was the impact to the patient? No. Regarding uncapped needle issue - was the needle protector dethatched within the packaging? Yes. Was the needle protector missing from the tray.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0201. Patient problem code: f26.

Event description:
It was reported by consumer that customer has opened 3 seperate otp5000 kits with product quality issues. Three instances involved: 1) uncapped needle. 2) both lidocaines were broken off and empty. 3) missing the yueh needle. Verbatim: rcc received a complaint via email. Email(s) attached. Customer has opened 3 seperate otp5000 kits with product quality issues. Three instances involved: 1) uncapped needle. 2) both lidocaines were broken off and empty. 3) missing the yueh needle. Had to throw 3 trays because of sterility concerns. Hcp had to open a new tray, 3 times. No impact to the patient.